Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the log file provided by the account confirmed low speed events and a transient pump stop event while the device was connected to the power module. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file captured the pump briefly struggling to maintain the set speed while supported by the power module. The pump appeared to ramp back up to the set speed without issue following this event. According to the account, the patient was asymptomatic and was ultimately sent home on battery power only. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related issues have been reported at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook outline indications of driveline wire damage, as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Both the IFU and patient handbook outline all system alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event took place at (B)(6). No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a pump off event and low speed operations. The patient had no symptoms. Log file review confirmed the abnormal pump operation and reported it could be due to something passing through the pump such as a thrombus interfering with the rotor rotation or it could be related to potential issues with the percutaneous lead.